Event description:
It was reported the patient failed to charge the ipg as recommended for one year due to multiple unrelated procedures. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored post operatively.